Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who experienced a recurring issue despite resetting the pump. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information, and, since the malfunction persisted, arranged for a pump replacement. The customer was informed about transitioning to manual daily injections (mdi) as a backup therapy and instructed on returning the defective pump with a prepaid label within ten days.